Event description:
Patient underwent battery replacement surgery and presented with high impedance. The explanted generator was not made available for return. No other relevant information has been received to date.